Event description:
It was reported that during insertion of the iab into the pt's femoral artery, the balloon was perforated. The iab was then removed and replaced without any pt complications.

Event description:
It was reported that during insertion of the iab into the pt's femoral artery, the balloon was perforated. The iab was removed and replaced without any pt complications.